Event description:
A report was received that the patient experienced difficulty charging and underwent an ipg explant procedure. The patient was experiencing suboptimal orientation of the charger to the ipg and the ipg was too close to the skin and not deep enough. The ipg database analysis findings regarding erratic coupling with the charger and the discharge and charge profile revealed no anomalies. The physician suspected malfunction and the patient was doing fine post operatively.

Event description:
A report was received that the patient experienced difficulty charging and underwent an ipg explant procedure. The patient was experiencing suboptimal orientation of the charger to the ipg and the ipg was too close to the skin and not deep enough. The ipg database analysis findings regarding erratic coupling with the charger and the discharge and charge profile revealed no anomalies. The physician suspected malfunction and the patient was doing fine post operatively.

Manufacturer narrative:
Date of event: (B)(6) 2015.

Manufacturer narrative:
Ipg sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, photographic, electrical, performance and operational tests performed. The complaint was not confirmed. The ipg exhibits normal device characteristics.